Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that excessive force is required to press the wake button and activate display. There was no reported impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.